Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer hospital and surgeon policy. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. Removed poly and went up a size due to knee instability. We removed a number 4 x9mm ps insert. Replaced with a 4x11 ts insert.